Event description:
It was reported that the patient had the catheter placed in the ER. During a later x-ray, a piece of wire was identified in their pulmonary artery. The physician who placed the PICC indicated that when he removed the wire guide he pulled it through the t-port septum. He failed to follow the labeling instructing the suer to disconnect the t-port extension when removing the wire guide. The piece of wire is still in the patient and there are no associated complications.